Event description:
It was reported that during a laparoscopic supracervical hysterectomy, the active blade tip broke off and fell into the pt. The tip was removed from the pt through the trocar. Opened another device to complete the case. There was consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.